Event description:
It was reported the pt had not used or charged her ipg in over a yr. She also reported she needs to have a hip replacement surgery and her orthopedic surgeon requested her system be removed. F/u indicated the pt will see a surgeon regarding an explant procedure. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.